Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Additional information has been requested. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reports for a couple of weeks he's had red and raw peristomal skin at 9 o'clock which measures approximately 7 x 13mm. He also reports he experiences pain from this area. He states he tried applying neosporin to the area but the area persists. He has been noting urine on his skin which started with his stoma and peristomal skin changes since his weight gain (50lbs) this last year. He saw his primary doctor who diagnosed him with having a peristomal skin infection and prescribed ciprofloxacin. His primary doctor also recommended he see his urologist in which an appointment has been scheduled. No further details have been provided.